Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an aborted episode was found via review of a merlin.net transmission. Noise was observed.